Event description:
The insert does not fully adhere to the tibia at the front and therefore does not lock. The item was discarded because of this malfunction and we used another new insert (ps+), wich fitted at the first attempt without any problem.[customer].

Event description:
The insert does not fully adhere to the tibia at the front and therefore does not lock. The item was discarded because of this malfunction and we used another new insert (ps+), wich fitted at the first attempt without any problem.[customer] update: the item was not discarded.

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.